Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue the device allegedly self activated after the second slide was primed. It was further reported that no coaxial was used and one sample was obtained. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain 30 chicken breast samples without issue. An x-ray showed that the cannula tangs appeared to be fully engaging with the device housing when the top slide was in the primed position. It was noted under x-ray imaging and upon disassembly that the left bumper was overlapped by the stylet spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. It is possible that the identified overlapped bumper contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue the device allegedly self activated after the second slide was primed. It was further reported that no coaxial was used and one sample was obtained. Another device was used to complete the procedure. There was no reported patient injury.